Event description:
An optometrist reported a case of bacterial infection, one week post bilateral lasik. Pt continued antibiotics drops. Symptoms are improving. Doctor stated this is not related to the laser however is unable to determine how pt got the infection. There are two medical device reports associated with this event. This report references the left eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will b e filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).